Event description:
It was reported that the patient's pulse generator exhibited unspecified artifact oversensing which appears as double counting. Programming changes were made. The patient was in stable condition.